Manufacturer narrative:
The customer reported complaint of the platform does not work properly was confirmed during functional testing. Load cells were found defective as a result of an aging device. The autopulse platform was manufactured in august 2011 and it is 8 years old, well beyond its expected serviceable life of 5 years. Visual inspection was performed and found damaged front and bottom enclosures and bent battery lock, unrelated to the reported issue. To remedy the damage, the front and bottom enclosures and the battery lock were replaced to address the damage. The autopulse platform is a reusable device. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint. Upon customer approval, the damaged parts will be replaced. The platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn 31654 date of event is unknown.

Event description:
Per a reporter, the autopulse platform did not work properly. No additional information was provided. The platform was left in the storage for a couple of months prior to reporting to zoll. No known impact or consequence to patient information was provided.

Manufacturer narrative:
The customer reported complaint of the platform does not work properly was confirmed during functional testing. Load cells were found defective likely as a result of damage sustained due to mishandling as seen in the physical damages of the front and bottom enclosures observed during visual inspection. Visual inspection was performed and found damaged front and bottom enclosures and bent battery lock, unrelated to the reported issue. To remedy the damage, the front and bottom enclosures and the battery lock were replaced to address the damage. The autopulse platform is a reusable device and was manufactured in august 2011 and it is 8 years old, well beyond its expected serviceable life of 5 years. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint. Upon customer approval, the damaged parts will be replaced. The platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4). Date of event is unknown.